Manufacturer narrative:
A philips technical consultant (tc) went onsite to troubleshoot the issue. The reported malfunction was confirmed. The tc found that the patient information center classic (pic) was very dusty. To resolve the issue the tc cleaned out the dust, moved the audio card, and changed a network cable to a different port. The tc was unsure which action resolved the issue. The device remains on site and in use.

Event description:
The customer reported that the speaker was not getting any output signal and there was an error code indicating that there was a data base server disk failure. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.